Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month post implant of this 27mm aortic bioprosthetic valve, it was reported that the patient had symptoms of dyspnea at rest and with exertion. It was further reported that the patient also had lower extremity edema and orthopnea. The patient was then admitted to the emergency department, and a computed tomography angiography (cta) of the chest discovered moderate bilateral pleural effusions and mild pulmonary edema. Intravenous (IV) medication was administered. Subsequently, 2 days later, repeated diagnostic tested showed small bilateral pleural effusions with mild bibasilar atelectasis and pulmonary edema. The patient was then discharged home. No additional adverse patient effects were reported.